Manufacturer narrative:
The device could not be provided for evaluation. The imaging provided shows that the locking screw may have separated from the space, but this cannot be confirmed. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that an independence mis locking screw has migrated 3 months post operatively.